Event description:
Incident reported as: the nurse was changing a full pleurevac to a new one which had the relief valve missing. Immediately after that extubated patient felt chest pain and other unspecified symptoms. It took five minutes before they could get a new pleurevac connected. Patient was x-rayed and no pneumothorax was detected. No patient injury or medical intervention reported.

Manufacturer narrative:
Product was discarded but pictures were sent to the manufacturer for evaluation. Investigation is ongoing and a full evaluation of incident will be sent as soon as it is completed.